Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead was capped and replaced due to high, pacing lead impedance and high capture threshold. Patient was doing well after the procedure.